Event description:
I had silicone implants in 1995 and in 2016 I was diagnosed with lupus, and scleroderma as well as shogrens syndrome. I've had 4 joint replacements, I have dry eyes dry hair dry skin the implants have ruptured and I now have silicone in my lymph nodes and am in pain. I was not told of the risks of silicone in the body back in 1995 I was told they are safe and life time implants!